Manufacturer narrative:
Results: the imaging evaluation stated the internal iliac component appears to be occluded. The contralateral limb appears to be at the same level of the proximal end of the internal iliac component.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a patient underwent endovascular repair with gore&#59397;excluder&#59393;aaa endoprosthesis featuring c3 delivery system for a left common iliac artery aneurysms, and an abdominal aortic aneurysm measuring 43.8mm in diameter. The right side was treated by means of coil embolization. On (B)(6) 2015 follow-up imaging showed the distal end of the contralateral leg component appeared to be infolded and pressing on the proximal end of the left internal iliac artery. The right internal iliac artery is covered and plugged. The patient is being monitored.

Manufacturer narrative:
Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to device occlusions.